Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported during a laser assisted cataract procedure for the right eye, the laser performed without incident. However, following the laser portion, the patient's pupil began to constrict and remained small throughout the surgery. Reporter indicated at an undetermined time due to lack of visibility, a capsule tear occurred and an anterior chamber lens was implanted in the sulcus. The surgeon was unclear as to how, or when the tear occurred. Additional information has been requested.

Manufacturer narrative:
The assisted laser treatment was performed without incident but following the treatment, the patient¿s pupil began to constrict and remained small throughout the surgery. The tear occurred at an undetermined time due to a lack of visibility. The surgeon is unclear to how or when the tear occurred but attributes the constriction of the pupil to the laser. A company representative was present for the treatment but was pulled out during the surgery phase to assist another surgeon. It was noted that a iris ring was not used. An anterior chamber lens was implanted in the sulcus. No further information regarding the outcome of the patient was obtained. No technical services were requested or performed on the laser system due to the reported event. Light, dilating agents, and the physical state of the patient most commonly affect the dilation and constriction of the pupil. While the illumination provided by the system can contribute toward a physiological response by the pupil, since the pupil constriction occurred after treatment, it is more likely that external environmental factors contributed to the reported event. Variety of factors including patient movement, surgical technique, tags on the capsule, and patient anatomy could have influenced the reported event of capsule tear. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Based on the information obtained, the root cause of the reported events cannot be determined conclusively. (B)(4).